Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient reported that the device did not alarm for a low glucose level. The patient was in her office when she suddenly felt very bad. She told her colleague and after a few minutes she felt even worse and suddenly she ¿cramped in her body¿ (presumed to mean a seizure based on the story context). The colleague felt the table shaking, ran to her and put her on the floor. The patient passed out and the colleague called 112 (the local emergency number). After less than a minute the patient woke up and was able to consume lots of dextrosol (oral dextrose). A few minutes later she drank an (B)(6) (sugary chocolate drink) and ate a cookie. She felt better after this and did not go to the hospital. The ambulance turned back and never went to the patient¿s office. The patient¿s work colleague confirmed that the cgm showed low at the time of the event but did not alarm on either the app or the patient¿s smartwatch. No blood glucose value was reported. Consuming the dextrose took her back to a normal condition again. At the time of the report the patient was healthy and doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.